Manufacturer narrative:
Event date: estimated based on the procedure date of (B)(6) 2021 and the event occurred at the 6-month follow up.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx laa closure device was implanted. At the six-month follow-up, transesophageal echocardiogram revealed a thrombus on the closure device. The patient was currently taking dual antiplatelet therapy (dapt) and was switched to direct oral anticoagulation (doac) medication. No additional information is known.